Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2013. And the device was manually power cycled passing a slef test. The pad-pak was removed. A pad-pak was reinstalled on (B)(6) 2014 and the device passed an auto self-test and was manually power cycled. The device passed the subsequent weekly auto self-tests up to (B)(6) 2014.the device then records six self-test fails of nonsensical date and time during manual power cycles due to an rtc error. The user would have been alerted with a "warning, device service required" prompt. The device was then disassembled for further investigation. Investigation found the fault can be attributed to a crystal failure within the rtc circuitry. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.